Event description:
The patient contacted animas on (B)(6) 2012 reporting that when changing the battery, she has to reinsert the battery several times before the pump will power on. The patient confirmed that the battery cap is new and there are no cracks in the casing. This report is made based on the allegation of the power issue.

Manufacturer narrative:
(B)(4):a review of the black box showed no evidence of rebooting. There was no damage found to the battery cap or compartment. The battery cap tightened appropriately with no visible yellow o-ring. The pump was exercised for 24 hours with no power issues occurring. The complaint could not be confirmed or duplicated on investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.